Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist connected to the server and logged into the health sight viewer (hsv), confirmed that there were no patient outages, no delay notifications, and no stations listed under critical override notices. A downtime query was executed, and it showed that all carefusion coordination engine (cce) messages were actively crossing without issue, then contacted customer, who confirmed that the issue appeared to be resolved, and approval was received to proceed with closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that multiple medstation es were on critical override. According to the health sight viewer, 24 stations were affected. Additionally, two other notifications indicated that pharmacy order and patient information messages were delayed or down. The user confirmed that the issue resulted on a current delay of approximately 25 minutes. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.